Event description:
It was reported that the patient presented for a right atrial lead repositioning procedure for dislodgement. During the procedure, it was noted that the insulation was twisting at the proximal end of the lead. Lead testing indicated that the electrical values were within range. The lead was repositioned and the patient was discharged.